Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that four days prior to the alert from the remote home monitoring system, the patient had presented to the hospital with chest tightness and lightheadedness. One day later, an interrogation on the device was performed and noted no issues. A cardiac catheterization was performed and a blockage was found. Subsequently a stent was implanted. Another interrogation was performed one day post stent implant, which also revealed no issues. Due to the patient's recent heart issues, the physician has opted to not bring the patient into the clinic for the high out of range shock impedance measurement. Instead the physician has opted to continue monitoring the patient and if the issue continues the patient will be brought into the clinic for evaluation. No adverse patient effects relating to the impedance measurement were reported and no further out of range shock impedance measurements have been noted.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently avaiable. If additional information becomes available, the event will be updated.